Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. 3005168196-2016-01126. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the aortic artery using ruby coils. During the procedure, while advancing two ruby coils through another manufacturer's microcatheter, the physician encountered resistance and subsequently, both coils were unable to advance out of the microcatheter. Therefore, the physician removed both ruby coils and completed the procedure using another manufacturer's coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. However, the physician regularly flushed the microcatheter. There was no report of an adverse effect to the patient.